Event description:
It was reported that low high voltage lead impedance was observed. The lead was explanted. The patient condition was normal after the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.